Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the customer had a hospitalization incident. The customer¿s blood glucose level was 500 mg/dl. No further details were provided. The device will not be returned for analysis.